Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary on the ICU unit, multiple drawers failed. A technician attempted to resolve the issue by power cycled the unit; however, the problem was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the two cubie failures were resolved by the customer and had the customer verify operation via recovery process without any issues. No further investigation was required. The system functioned as intended after the customer resolved the issue.